Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Root cause: user error: per the tandem user guide, the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer used cold insulin to fill the cartridge. Tandem technical support educated the customer on cartridge/insulin labeling. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer.